Event description:
It was reported that a device alarmed for upstream occlusion when none was present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The root cause appears to be caused by two different problems: a crack in the upstream sensor tail pin number 40 and the spacing between the upstream pusher and the upstream sensor crystals is too wide causing the upstream sensor signal to be reduced by greater than 5%. Low ultrasonic readings would make the pump more sensitive to air and upstream occlusion/air alarms. The failed upstream sensor was replaced.